Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from an unspecified location of the filter of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.